Event description:
It was reported that the patient had a ventricular tachycardia and ventricular fibrillation episode, the device charged to 35joules, but 1.2 and 2.5 joules were delivered. The impedance at the time was less than 20 ohms. It was reported that the patient was critically ill in ICU. Later review of manufacturer's database revealed the patient had died (B)(6)2010. Follow up revealed the cause of death to be anoxic encephalopathy, cardiac arrest, atherosclerotic heart disease. Manner of death was reported as natural.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data collected shows the device charged to 35j but delivered less than programmed. The impedance of the delivery path was recorded as 0 ohms.

Event description:
It was reported that the patient had a ventricular tachycardia and ventricular fibrillation episode, the device charged to 35joules, but 1.2 and 2.5 joules were delivered. The impedance at the time was less than 20 ohms. It was reported that the patient was critically ill in ICU. Later review of manufacturer's database revealed the patient had died (B)(6) 2010.